Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: stockert 70 system, model #: m-5463-01, serial #: (B)(4); carto 3 system; model #: m-4800-01; serial #: (B)(4). (B)(4). Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. It was also reported that the leads from the body surface electrocardiogram were broken off as a result of pulling the patient off the table too quickly. This issue was assessed as not reportable.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool sf navigational catheter and suffered a cardiac tamponade requiring a pericardiocentesis. Transseptal puncture was performed two times with baylis needles. Sheaths used were st. Jude medical 8.5 fr sl1. A total of 59 lesions were made in the atria. Generator settings included: power control mode at 25 watts (not titrated), temperature at 28 degrees celsius, and impedance at 85 ohms. Last ablation cycle time at the site of injury was 60 seconds. Irrigated catheter flow was set at 15ml/min. No error messages were observed on the biosense webster equipment during the procedure. The patient received anticoagulant during the procedure with acts maintained between 310 and 365. Near the end of the case (at approximately 5 hours), the patient became hypotensive and a cardiac tamponade was confirmed via an intracardiac echocardiogram. A pericardiocentesis yielded 500cc. A drain was left in place overnight. The patient was reported to be in stable condition. One day post-procedure, the patient was still in the hospital. There is no information regarding an extended hospital stay. The patient's outcome was improved. There were no factors cited that may have contributed to the event. The patient's anatomy was normal and transseptal puncture was uncomplicated. The physician indicated that there was no distinct event that caused the tamponade and that there may have been a slow leak that was exacerbated by the administration of anticoagulant.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) year old male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool sf navigational catheter. Near the end of the case (at approximately 5 hours), the patient became hypotensive and a cardiac tamponade was confirmed via an intracardiac echocardiogram. A pericardiocentesis yielded 500cc. A drain was left in place overnight. The patient was reported to be in stable condition. One day post-procedure, the patient was still in the hospital. There is no information regarding an extended hospital stay. The patient¿s outcome was improved. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.